Manufacturer narrative:
Continuation of medical devices. Model: d224drg, ICD; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to a syncopal episode and a remote transmission was sent from the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) lead exhibited occasional r-wave under-sensing during arrhythmia. Follow-up was completed with the patients clinic. The allied health professional (ahp) at the clinic was able to verify that reprogramming had been completed. The ahp additionally noted there had been some recent changes to the patient's medications. The lead remains in use. No further patient complications have been reported as a result of this event.